Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the lead tip measuring 49.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold, intermittent loss of ventricular capture, and high pacing lead impedance were observed. Fracture was suspected. The lead was explanted and replaced.